Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the proximal left anterior descending artery with mild tortuosity and mild calcification. Pre-dilatation was performed and the 3.5 x 28 mm xience v stent was implanted at 16 atmospheres (atm); however,a distal end dissection was observed after the stent was implanted. A 3.5 x 18 mm xience v stent was used to treat the dissection successfully. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.